Manufacturer narrative:
Model number: balloon: 72400024; pump: 72404127; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72404127; UDI number: balloon: (B)(4); pump: (B)(4); expiration date: balloon: 12/07/2017; pump: 12/17/2013; manufacture date: balloon: 12/26/2012; pump: 01/02/2013.

Event description:
It was reported that patient experienced recurring incontinence with their artificial urinary sphincter. Urethral atrophy was diagnosed in the physician's office. The system was replaced with a 4.5 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.